Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
A customer reported a damaged intermate elastomeric device. According to the report, the customer noted "two small plastic parts separated from the bottle within the overwrap." This event was noted prior to patient use. No patient involved. No additional information is available.